Event description:
It has been reported to cardiac science that the AED electrodes/pads were placed on the pt without removing the blue liner. The user reported that a shock was delivered and the pt received small round marks from the electrode with the blue liner. However, the rescue recorded did not show that any shocks had been delivered.

Manufacturer narrative:
The suspect device has not been returned to the cardiac science corp. Manufacturing facility. The rescue file has been obtained and currently being reviewed by engineering and clinical teams. Once the product/more info is available, a follow-up/final report will be provided.